Event description:
The following event was obtained from review of an article titled "percutaneous treatment of periprosthetic mitral valve leaks: from the thorac surg. During review of this article, this patient was noted to have periprosthetic regurgitation 5 days after implant of an amplatzer vascular plug and the device was surgically removed.additional information has been requested, including imaging of the implant procedure, patient information, physican and hospital information, date of events, and the cath lab and operative note, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. The results of this investigation are inconclusive since the products were not returned to aga medical for review.the amplatzer vascular plug has not been studied for closure of peri-prosthetic valvular leaks, and is not indicated in the instructions for use.